Manufacturer narrative:
Vyaire technician performed a visual inspection, no anomalies found. Unit was powered in service mode. The event logs were reviewed, found multiple instances of xdcr faults pt800 and pt802 have been recorded upon power-up and was able to verify the customer's reported allegation of 'xdcr fault' alarms. This is a known issue which can be referenced with CAPA (B)(4) and scar (B)(4). The reported complaint was able to be confirmed and duplicated xdcr pt800 failed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced motor fault and transducer fault errors. At this time, there is no information regarding patient involvement associated with the event